Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, batch#: 3027085. It was reported that the bd syringe 1ml ll luer was cracked / damaged / deformed. The following information was provided by the initial reporter: rcc received a complaint via email. "The avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip components of the combination product avacincaptad pegol (single use) has been identified with a device issue." Item: 309628, lot: 3027085. Description 07mar2025: an inquiry (inq-00987) was received from pv in twd regarding izervay. The inquiry states, "information was received from a physician in united states of america concerning an unknown age, age group and gender patient, enrolled in post-marketing study: avacincaptad pegol patient support program who was on izervay (avacincaptad pegol), injection (1 dosage form, 1 every 4 week). Indication for use was geographic atrophy. The lot number was t16240026a. The patient received avacincaptad pegol for a geographic atrophy secondary to macular degeneration according to the following dosage. Regimen: (start date not provided) - (stop date not provided): intraocular, 1 dosage form 1 every 4 week. Model number: izy4241789, manufacture code: 82829-0002-01, po#: (B)(4) action taken with avacincaptad pegol treatment in response to event was not applicable. On an unknown date, patient had luer lock failed, needle broke. Medical history was not reported. Past medications were not reported. Concomitant medications were not reported. No relevant lab data was reported. The physician assessed. The following events with respect to avacincaptad pegol, avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip: device issue: luer lock failed, needle broke (device failure and needle broken) (seriousness: not reported; causality: not assessed) - no adverse event (seriousness: not reported; causality: not assessed). The avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip components of the combination product avacincaptad pegol (single use) has been identified with a device issue. This is a single use device that was not reprocessed and reused on a patient. The device was operated by the physician. Lot#: t16240026a. Consent to contact physician for follow-up information was provided. Tracking of changes: 13-feb-2025: initial information was received. Follow up information from other health professional was received on 06-mar-2025: avacincaptad pegol therapy details (dose, route) and narrative description was updated. Injection. 11mar2025: this information was received from safety via on 11mar2025-information was received from a physician in united states of america concerning an unknown age, age group and gender patient, enrolled in post-marketing study: avacincaptad pegol patient support program who was on izervay (avacincaptad pegol), injection (1 dosage form, 1 every 4 week). Indication for use was geographic atrophy. The lot number was t16240026a. The patient received avacincaptad pegol for a geographic atrophy secondary to macular degeneration according to the following dosage regimen: (start date not provided) (stop date not provided): intraocular, 1 dosage form 1 every 4 week. Model number: izy4241789, manufacture code: 82829-0002-01, po#: (B)(4) action taken with avacincaptad pegol treatment in response to event was not applicable. On an unknown date, patient had luer lock failed, needle broke. Medical history was not reported. Past medications were not reported. Concomitant medications were not reported. No relevant lab data was reported. The physician assessed the following events with respect to avacincaptad pegol, avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip: device issue: luer lock failed, needle broke (device failure and needle broken). (Seriousness: not. Reported; causality: not assessed) - no adverse event (seriousness: not reported; causality: not. Assessed) the avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip components of the combination product avacincaptad pegol (single use) has been identified with a device issue. This is a single use device that was not reprocessed and reused on a patient. The device was operated by the physician. Lot# t16240026a. Consent to contact physician for follow-up information was provided. Tracking of changes:13-feb-2025: initial information was received. Follow up information from other health professional was received on 06-mar-2025: avacincaptad pegol therapy details (dose, route) and narrative description was updated. Injection. On (B)(6) 2025. 4. Email notification sent to safety. Pv database number requested. 11mar2024- email sent to safety requesting additional information. The information requested is as follows: 1. What is defective the syringe or the needle or both? 2. Can you please reach out to the reporter and clarify which needle they are referring to in the reported event that is broken? Is it the filter needle or the injection needle? 3. Was the needle found broken in the kit or did it break as a result of the hcp trying to interlock it to the syringe? 4. Does the reporter have photos or complaint sample available? If so, can they provide the photos and or the reporter contact information to retrieve the complaint sample. 13mar2025: 2nd follow up email sent to safety requesting additional information. 18mar2025: information was received from astellas safety via lsmv on 03/14/2025: intravitreal solution. 18mar2025: 3rd follow up email sent to safety requesting additional information. 18mar2025: reference reports regarding the lot query and similar defect query. 18mar2025: based on the reported event an investigation was requested from bd on the syringe and filter needle. The other components of the kit (vial) did not contribute to the to the reported defect. 18mar202: investigation requested from bd for the syringe and filter needle. Ae details: r1: device issue: luer lock failed, needle broke. Initial impact/risk analysis summary: broken needle poses no threat to the user with regard to the safety and function of the product but potentially is unfit for use. Additional information provided: 1. Was the needle found broken in the kit or did it break as a result of the hcp trying to interlock it to the syringe? We have contacted the hcp to gather additional information and we were not successful in getting a hold of them. Voice messages have been left to call back. 2. What was the impact to the patient? Per the hcp no portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. 3. If possible, could you please provide picture samples for investigation? No pictures are available. Also, complaint sample was disposed per clinic protocol and it not available.

Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - luer cracked / damaged / deformed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.